Event description:
It was reported to boston scientific (bsc) on 12/04/2006 that a customer encountered problems during use of a detachable coil. According to the customer: "the coil [device in question] was inserted into the aneurysm sack and did not move when he tried to reposition it. He than realized that a part of the coil [device in question] was broken from the rest of it. The missing part was then taken out with a retrieval device."

Manufacturer narrative:
The device in question was returned to the manufacturer on 12/19/2006 for evaluation. An investigation on the device in question has been initiated. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information becomes available, a supplemental report will follow.